Event description:
The catheter broke at the hub. The pt was not affected by the break. The broken catheter was replaced with a new fuhrman catheter. The catheters were discovered broken, and did not break due to any extra pressure placed on them.

Manufacturer narrative:
During our examination of the suspect device, we confirmed the separation of the hub from the catheter. The proximal end of the catheter appeared as if it had not been flared. However, when the hub was removed and dissected, the flared catheter material was noted to be inside the fitting. However, we were not able to determine with certainty the root cause of this separation. Our qual control dept verifies the correct fittings and sleeving have been used with this device 100% prior to further processing. They also confirm the flare is securely seated in the adapter and that the tubing does not turn in the fittings. The glue joints must be secure and the flare should not be folded over the opening in the adapter and should be secure. Nevertheless, the appropriate individuals have been notified of this event and we will continue to monitor for similar reports.